Event description:
Problem noted or suspected: stiffness and pain in joints, muscles ache, burning sensations in upper back, muscle spasms and weakness. Rptr's arms hurt so badly that she can hardly lift anything. Her hands are swelling with protruding veins that come and go and sometimes there is numbness. She has had carpal tunnel surgery in the right hand but arms are again weak. Rptr is losing unusual amounts of hair, has blurred vision, headaches, dry eyes, dry mouth and dry vagina. Her teeth actually hurt and she experiences extreme fatigue, constipation, abdominal pain, bloating, heart irregularities, extreme pain in chest area, terrible memory, difficulty sorting info, lack of concentration, word loss, extreme insomnia, unusual odor to urine, vaginal problems and frequent sore throats. Rptr cannot remember the last time she felt good. These symptoms have been ongoing for several yrs and slowly have gotten worse. Sometimes it would go away. Her feet would ache so badly that she could harldy walk in the mornings. After 3 or 4 months it went away, but her joints and muscles would ache. This last yr has been very painful.